Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." Under warnings it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported patient underwent total hip arthroplasty in 1999. Subsequently, patient was revised (B)(6), 2014 due to pain, liner wear and malpositioning of the acetabular cup. The polyethylene liner and head were removed and replaced.